Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of basket detachment.

Event description:
It was reported that a zero tip basket was used in transurethral lithotripsy in the ureter. During the procedure, the physician observed that the tip of the device lacked a basket. It was confirmed through ureteroscopy and x-ray, but it was unable to confirm that the basket has remained inside the patient. Additionally, the basket handle was unable to move, suggesting the possibility that the basket tip had retracted within the outer sheath. The procedure was completed with another of the same device and there were no patient complications reported.

Manufacturer narrative:
Block h6: device code a0501 captures the reportable event of basket detachment. Block h11: investigation results: upon receipt at our quality assurance laboratory, this zero tip device underwent a thorough analysis. Visual inspection of the device revealed that the sheath was kinked and stretched at the distal section. The device was returned with the basket on its closed position. The handle was actuated and the basket was unable to open (due to the stretch on the sheath). Additionally, the basket was returned assembled to the notch cannula, and it was possible to see one basket wire kinked. Based on the information available and analysis results, the reported allegation of basket detachment of device or device component, and handle break could not be confirmed. However, there is evidence of sheath bent/kinked, sheath damaged (due to the observed stretched on the sheath), basket opening failed, basket bent/kinked (due to the basket wire that returned kinked), and handle cannula bent/kinked, that are related to the reported allegation of basket detachment of device or device component. These could be related to handling and manipulation of the device during procedure, it is probable that an excess of force applied to the device such as operational factors during their use could lead to the observed damages. Based on the investigation results, an investigation conclusion code of adverse event related to procedure was assigned to this investigation.

Event description:
It was reported that a zero tip basket was used in transurethral lithotripsy in the ureter. During the procedure, the physician observed that the tip of the device lacked a basket. It was confirmed through ureteroscopy and x-ray, but it was unable to confirm that the basket has remained inside the patient. Additionally, the basket handle was unable to move, suggesting the possibility that the basket tip had retracted within the outer sheath. The procedure was completed with another same device and there were no patient complications reported.